Event description:
It was reported a light sensitive drug set leaked between the connection of the tubing and the drip chamber. This malfunction occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: after the reserve sample was evaluated, the actual device was received for evaluation. A visual inspection of the actual device was performed and showed no defects. A gravity (leak) test was performed and identified a leak from the bottom of the chamber. The reported condition was verified for the actual sample. The cause of the problem was determined to be due to defective material from an external supplier. In order to address this condition, the supplier has been notified of the problem and personnel involved in the manufacturing process were made aware. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the alleged device was not available for evaluation; however, an unused reserved sample was evaluated. A visual inspection and gravity testing were performed. No malfunctions or abnormalities were identified during the evaluation of the sample. The reserved sample was found to operate within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.